Manufacturer narrative:
Corrected information. The date abbott became aware of the patient¿s driveline infection was 08jan2019.

Manufacturer narrative:
Approximate age of device- 3 years and 4 months. Manufacturer's narrative: a specific cause for the reported infection cannot be conclusively determined. The patient remains ongoing on the device and no further issues have been reported at this time. The heartmate ii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii lvas. The IFU, as well as the heartmate ii lvas patient handbook, provides information regarding how to prevent infection. The IFU also contains information regarding recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2019, the patient complained of thick, bloody drainage and pain unrelieved by tramadol from their driveline exit site. The patient was admitted for further evaluation and started on IV vancomycin and zosyn upon admission. On (B)(6) 2019, wound culture positive for serratia. Blood cultures negative to date. The patient underwent a driveline debridement on (B)(6) 2019 and restarted on warfarin. The patient is scheduled to be discharge home with possible IV antibiotics pending infectious disease (ID) consult. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.